Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised getting a 5 flash error code. Tech advised right brake fault sitting in chair.